Event description:
The ge oec 9800 fluoroscopy sys had the facility engineer replace the x-ray tube due to arcing. The facility requested oec svc for sys filament calibration.

Manufacturer narrative:
A ge oec svc rep investigated the issue and verified proper installment of the new x-ray tube. The filament calibration was performed. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.